Event description:
It was reported that t-conn w/luer slip adpt tubing was damaged. The following information was provided by the initial reporter: tubing is severed at the edge of pouch with complete package.

Manufacturer narrative:
Corrected information: d4. Lot# : 20016794 . Investigation: one 20051e sample from lot 20016794 was received for investigation inside the sealed packaging3. A visual inspection of the sample confirmed the customer's experience as a section of the tubing was found to be sliced. Examination of the packaging also noted the tubing had protruded out of the seal of the packaging. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the damage is consistent with the tubing being caught in the heat seal of the packaging machine. If the set is not placed in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged and split tubing. This is a manual process and is likely to have been caused by human error. A review of the production records for lot 20016794 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20051e product in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that t-conn w/luer slip adpt tubing was damaged. The following information was provided by the initial reporter: tubing is severed at the edge of pouch with complete package.